Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 178 cm., body mass index (bmi) 22.7 kg/m2. See manufacturer report number 2955842-2026-14233 for documentation of the anastomotic leakage and 2955842-2026-14648 for the hematoma.

Event description:
A patient in a study underwent a da vinci and jura system assisted low anterior resection surgical procedure. Twenty-one days after the surgical procedure, a urinary tract infection (uti) was identified. The uti was treated with an oral antibiotic (nitrofurantoin) and was deemed resolved six days later. Discharge occurred 33 days after the index procedure. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, not related to the study procedure, not related to the patient's underlying disease status, not related to the jura system, not related to the da vinci system and not related to a third-party device. The patient's prior health condition (prolonged hospital stay) may be relevant to this event. Four days after the index procedure, the patient experienced an elevated c reactive protein and a post-operative computed tomography (CT) scan showed a possible anastomotic leakage. Twelve days after the index procedure, the patient presented with a hematoma of pfannenstiel wound that was confirmed via ultrasound. There were no intra-operative device deficiencies and no allegation that a da vinci device caused on contributed to the uti.